Manufacturer narrative:
(B)(4). Date sent: 9/26/2023. D4: batch # 805a03. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with two ecr60g (b and c) reloads present. Both reloads were received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples meet the staple form release criteria. However, one staple was noted to be missing along the staple line in the test media of reload (c), and also, the knife was noted nicked. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device history review a manufacturing record evaluation was performed for the finished device batch number 805a03, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, the device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.